Event description:
It was reported, during an implant procedure, after insertion of the lead through the cephalic vein, the lead became caught on heart tissues. The physician assumed the helix was extended and performed hilex retraction using the pitch-on tool. However, the lead still "behaved strangely" and was impossible to place in the right ventricle. When the lead was removed, the physician noted the lead was stretched out and "damaged." No report of additional action to remove the device was reported, and as well, no patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): the full lead was returned and analyzed. Electrical testing to determine continuity of the conductor(s) passed. Visual analysis noted the helix was distorted/bent; apparent explant damage. Analysis note: it was not possible to be able to determine if the helix was partially extended at the time of implant as reported by the customer.